Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high pacing impedance, and no capture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.